Manufacturer narrative:
The UDI information is not available since the device serial number is unknown.

Event description:
It was reported that when using a co2 monitoring device from another brand, the ventilator did not compensate for leakage. There was no patient harm. Manufacturer's ref #: 1310084.

Manufacturer narrative:
No investigation of the reported ventilator was requested, and no ventilator logs have been provided. Additional information confirmed that the healthcare facility has discontinued use of the co2 monitoring device from another manufacturer. The current status of the ventilator has not been provided. As no investigation was possible, the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).